Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that this morning he took insulin with the old set. Changed the set, primed it, ate lunch, took insulin and it was fine. The customer stated that now his blood glucose were over 600mg/dl and switched over to his old set that was still inserted to give himself some insulin. The customer stated that they always bend, and the cannula was bent when it came out today. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.